Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, one haptic became detached from the lens. The surgeon decided to leave the lens in the capsular bag. During the one day postoperative exam, the surgeon discovered that the lens was misplaced and proceeded to explant the lens one week later. The patient experienced corneal edema and inflammation of the iris and was treated with ocular medication. The edema resolved, but the patient was diagnosed with iris pigment of the endothelium. Additional information was requested.

Manufacturer narrative:
Product evaluation. The product was returned for analysis, haptic and optic damage was observed. Blood and solution was observed on the returned product. Results from the product history record review indicated the product met release criteria. Based on our observation it can be reasonably concluded that the event/damage is not manufacturing related. Due to the presence of blood and surgical solution and the condition of the returned sample, the damage is most likely related to customer handling.

Manufacturer narrative:
Product evaluation: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts to gather additional information have been unsuccessful. The manufacturer internal reference number is: (B)(4).